Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Review of the event history log did not indicate any problems with the programmed delivery. Battery loss alarm and no disposable alarm functional testing both passed. The customer reported issue could not be duplicated. The investigation found no issues with the device delivering or that the device stops during delivery. The pump was tested and was found to be functioning properly and delivering within specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump stopped infusing veletri, no alarm was identified. It was reported the end user was not feeling well after about six hours of infusion and when she checked the pump it was off, reportedly the nurse turned the pump back on and noted there was 49.5 residual volume. Per reporter the tank is filled daily with 50 ml at a fixed continuous rate of 1.7 ml.hr.